Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device had a possible premature elective replacement indicator. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a possible premature elective replacement indicator. The device was removed and replaced with a new device. It was further reported that the device was completely "dead" and went into "back up mode." No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a possible premature elective replacement indicator. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.